Event description:
Patient reported the down button on the infusion device is not functional. Patient stated he could help himself by using the remote control to program boluses. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The check button does not respond. There are particles inside the housing of the check button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function.